Manufacturer narrative:
(B)(4). H3 evaluation: one complaint sample of drain, is received in two parts. One part is of around 200 mm, and rest as second, product was inspected visually. Drain is found separated from hose area. Section surfaces of the separated area, looking irregular, and fine visible cut marks are there on both the sections. Retention sample of complaint lot were checked and found satisfactory. Retention sample review : no negative observation was found. During investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. It is suspected that, hose area of the drain might have come in contact with some sharp tool or object used during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hysterectomy on (B)(6) 2023 and drain was used. Item was broken during removal, 20 cm silicone tubing remain inside of patient on (B)(6) 2023. Removed after post-operation day 1. A 2nd procedure was either performed or scheduled to remove the remaining tube through operation. The patient is stable. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, ip-(B)(4). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? [Ans: hysterectomy]. Date of procedure? [Ans: unknown]. Date of event where product had an issue? [Ans: post ot day 1]. Were there any intra-operative complications? If so, what were they? [Ans: unknown]. Where was the tip of drainage tube located? [Ans: unknown]. How was the drain secured? [Ans: secured by suture]. What was the date of first activation? [Ans: unknown]. How was the product function verified following the first activation? [Ans: unknown]. Who monitored the drainage and how often? [Ans: removed after post-operation day 1]. Was leakage detected? If so, where? [Ans: no]. Was another product used? [Ans: no]. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure [ans: no info provided]. The diagnosis and indication for the index surgical procedure? [Ans: unknown]. Were any concomitant procedures performed? [Ans: unknown]. Was a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? [Ans: yes, remove remaining tube through operation. ] if yes-date of procedure? [Ans: unknown]. Will drain piece be returned? [Ans: yes, product has been returned]. Other relevant patient history/concomitant medications? [Ans: unknown]. What is the physician¿s opinion as to the etiology of or contributing factors to this event? [Ans: unknown]. What is the patient's current status? [Ans: stable]. Surgeon¿s name? [Ans: no info provided]. No product is available for return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.